Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1nyyx implanted: (B)(6)2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 3889-28, serial/lot #: va1nyyx , ubd: 2022-02-08, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient hadn't been able to find the right program to take care of their bladder. Patient said program 1 wasn't working for them. Patient was unable to turn stim up higher on program 1 because it gave them a message, patient does not know what the message was. Patient said they were told not to use program 1 because the "lead" for that program wasn't working. Patient went to the doctor and the nurse put them on program 3. Patient has pain in their rectum when they increase on program 3. Agent did not ask about the circumstances that led to the reported issue. Reviewed option to try other programs. On (B)(6)2023 additional information was received. The patient clarified that the program 1 was set when the new battery was installed. They bypassed one of the leads which the manufacturer representative believed wasn't working correctly. Patient said the lead wasn't working because it was not in the correct place. Patient tried to increase on that program but didn't allow. A nurse at the urologist office set the program 3. When that was increased, the rectum was affected too much and it was uncomfortable. Patient then called to find out which program would take care of the urinary problems but not increase the rectal stimulation. It was still on 3. Patient was told to try all of the programs to see what would work. They have tried the first 6 programs and they have not helped their urinary problem. The issue has not yet resolved. On (B)(6)2023, patient further reported that they had falls. It was determined that the placement of the lead had moved due to the falls. The patient stated that their healthcare professional said at patient's age, it was too risky to try to reposition.